Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysteroscopy with d&c performed during mesh implantation. It was reported that following insertion the patient experienced urinary problems, recurrence, bleeding and mesh migration. It was reported that patient underwent excision of mesh, sling revision on (B)(6) 2013 due to pain, erosion, and recurrence. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 11 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent diagnostic laparoscopy, excision of mesh fibrosis/erosion, sling revision with urethrolysis bilateral, cystoscopy on (B)(6) 2015 due to mesh fibrosis with recurrent erosion, chronic pelvic pain. No additional information was provided.